Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * if possible, could you please confirm if the suture broke into separate pieces or if the entire needle detached from the suture. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported to the sales rep that the doctor was using the old suture and the it ripped away from the needle while the doctor was sewing. The suture was retrieved and the needle. The staff stated that the same thing occurred the day before during the surgery. It was the second similar incident in two days. There were no patient adverse event. Product is available for return. Additional information was requested.